Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 180554 (835070); 180554 (835070); 180553(161210); 108553 (160810). Associated product information: 110027734 (182270); 115313 (j7177943); 118000 (j7210693); 110031424 (65163892); 110031402 (65255208). The customer has indicated that the product will not be returned to zimmer biomet for investigation per the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately two and a half years (2.5) years following shoulder arthroplasty, the patient underwent a revision due to fractured baseplate screws. The baseplate, glenosphere, tray, bearing, and screws were removed and replaced with competitor products. The case was completed without any reported adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event has been confirmed through the provided photo. Visual examination of the provided picture identified explanted devices with bio debris still on them. Screw fracture is able to be seen on multiple screws. However, as products did not return, further analysis could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.